Manufacturer narrative:
Submit date: 07/28/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports extra gauze.

Manufacturer narrative:
An investigation of the reported condition was performed. There was no lot number provided with this complaint; therefore, it was not possible to complete a review of the lot history. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Two (2) sample sponges were submitted with this complaint. The samples are from an opened package and in a plastic zip bag. The complaint indicates there were too many sponges in the package, but with the sample provided, the reported issue cannot be confirmed. The possible root causes identified, may be that the scale challenge for weight count was not set up correctly on the autobanders, added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. Product originates from the manufacturing facility and then goes to another source to be used. It is also possible that sponges could have been miscounted during this outside process. Counts are performed as part of the criteria for in-process inspection. This evaluation is performed at a tightened sample size for miscounts. A corrective/preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing is currently being performed at a heightened level for products packaged using banded 10s for miscount. This heightened testing is performed to ensure containment for the reported condition. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.